Event description:
Healthcare professional reported "capsular contracture of grade 4 with pain" and "Ruptured shell". Later, healthcare professional marked NO regarding the complaint on the device, later reported "broken wall without silicone leakage". This record is for the right side. Device was explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist Allergan in determining a probable cause for this event.Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.Reason for reoperation: capsular contracture, Baker grade IV and rupture.